Event description:
It was reported that the patient received inappropriate defibrillation therapy due oversensing stemming from a right ventricular (rv) lead dislodgement. The physician did not allege a malfunction against the rv lead. The rv lead was capped and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece with helix found in the extended position and clogged with blood and tissue. After cleaning, the full helix extension length was measured to be within required performance specification. The reported event of unspecified oversensing was not confirmed. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. Additionally, a visual and x-ray inspection revealed no anomalies except for procedural damage.